Manufacturer narrative:
Additional information is provided in sections d.4, h.6 and h.11. Service history was reviewed for the system. There was no service record relevant to the reported even, found. However, the system was last serviced prior to the reported event per service record (sr) opened on. The system found to meet all cosmetic and performance standards. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during phacoemulsification phase of cataract surgery, the anterior capsule of the patient's eye was unstable leading to shallowing of anterior capsule and posterior capsular rupture. The ophthalmic system exhibited irrigation intermittently. The patient underwent additional vitrectomy with no lens inserted and this was discussed with the patient.